Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air-water nozzle could not be identified and the root cause of the issue could not be determined, as there was no observed device deformation that might contribute to the retention of foreign material and the facility cleaning and no additional facility device reprocessing information was reported or available. Additionally, the root cause of the observed missing ke45 adhesive from the forceps cover could not be determined. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps cover was missing adhesive and the nozzle was clogged. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive had a crack; the angulation control knob in the right/left and upward/downward directions had excessive play; the control body showed evidence of fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was unable to get air through the channel when connected. Multiple air/water buttons were attempted. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the forceps cover was missing adhesive and the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.